Manufacturer narrative:
Unit passed all functional tests including displacement, and self test. No pump error 63 was noted during testing; however, pump error 63 is confirmed in the formatted history file (variableinfo = 3) due to a loose connection or a cold solder joint at u1 keypad assembly. No other unexpected audio/vibrate anomaly/absence of alarms were noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had received hardware low level failures error. The customer's blood glucose level was 7.4 mmol/l. It was reported that the customer was able to clear the error as well as able to complete the insulin pump rewind. The insulin pump will be returned for analysis.